Manufacturer narrative:
The information was being reviewed by the manufacturer and has identified that this event should be re-evaluated for MDR reporting. The information states that this incident was already reported under the report 1020279-2019-01490, therefore, it was determined that this case does not meet the threshold for reporting and is a non-reportable event. If further details are provided confirming the occurrence of a reportable event, our files will be updated accordingly and a further report submitted outlining both the event details and our investigations performed.

Event description:
It was reported that a revision surgery was performed due to infection and all parts were removed. Patient received antibiotic spacer.